Manufacturer narrative:
The insulin pump was received with detached end cap, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the whole bottom of the insulin pump where the drive support cap and dome sticker came loose. The customer's blood glucose was unknown at the time of incident. The customer stated that they pushed the bottom of the insulin pump back into place. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.